Event description:
During review of programming history it was seen that the patient had high impedance value. The patient had high impedance and then it resolved on another date. It is likely interventions were done but this has not been confirmed. Attempts for additional information and product return have been unsuccessful and the hospital had not additional information to provide. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.

Manufacturer narrative:
Analysis of programming history. Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.